Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a crackle sound, a slight burnt smell and then would no longer turn on. Furthermore the programmer will be replaced and returned for repair/analysis. No adverse patients effects were reported.